Event description:
During an implant attempt of the subject device, connection issues with the ventricular lead were incurred. The ventricular lead implanted in 1998 had a 3.2mm pin (cordis connector), and could not be fully inserted. Another lead was implanted and connected to the pacemaker, but it was removed by the pull test. Reportedly, the lead could not be fully inserted into the port. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.